Event description:
Call came in to report medical intervention that occurred on (B)(6) 2013. Per caller, pt's meter read 200 after eating, around 4:30pm. Pt was sweating and nauseous around 7pm. Medics were called but stated they were too busy to come, so son took her to the emergency room where reading was 39. Emergency rom gave pt orange juice and released her 2 hours later with reading of 72. Prodigy sent replacement meter (51900-a08047057) and prepaid envelope w/request for return of suspect product (51900-a0804862) so it can be tested. Suspect product not returned. Pt's nephew, (B)(6) called in and said new replacement meter was not working and requested another. There is no record of troubleshooting. New prepaid mailing label sent to pt for return of all products for in-house testing.